Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one open package of safety glide needle was received and confirmed to be from batch #7026969 (p/n 305901). The sample was visually evaluated. The packaged needle has a dark brown hair sticking out of the peel tab end of the open package. The hair is approximately 1 ¾¿ long. Foreign matter is larger than level 3 in size and is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with material handling process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd safetyglide¿ needle had foreign matter in the product's packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle had foreign matter in the product's packaging. No serious injury or medical intervention was reported.